Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and "kidney damage, liver damage ". Reportedly, the customer was using lyumjev within their pump supplies. Customer administered a bolus via the pump and "gave injection" (nature of injection was not clear) to address the issue and went to the emergency room with small ketones. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. The customer reverted to an alternate method of insulin therapy and declined to provide further information. Tandem technical support educated the customer regarding off-label insulin.